Event description:
Patient underwent an MRI for emergent, life-saving intervention. The procedure was completed without following established MRI protocol and without the MRI technician¿s knowledge. Following the MRI, burns were identified on the patient¿s face and neck.